Event description:
On (B)(6), 2009, the patient's wife/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultralink meter has a power issue (unit power off during use). A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. It is not known when the reported issue began. Before the phone call ended prematurely, the reporter indicated that the patient had symptoms of lightheadedness and weakness. There was no reported diabetes treatment at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported due to the unresolved power issue. However, there is no evidence that the patient suffered a serious injury due to the reported issue. The patient's symptoms of feeling weak and lightheaded are not suggestive of severe hypoglycemia or hyperglycemia. In addition, there was no report of medical intervention that would suggest the patient had acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.